Event description:
Caller reported a cgm error 42, which occurred with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and walked the caller through the reset process. After the reset, the pump did not display the cgm error code again, allowing the caller to successfully start their sensor session.